Event description:
Boston scientific (bsc) crm received information that this dextrus lead had dislodged. Therefore, a revision procedure was performed. Multiple efforts to reposition the lead were unsuccessful. A new lead was implanted without further incident.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or mfg problem.